Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and bard mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following mesh insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, permanent decrease in vaginal sensation, physical dependency on opiates and difficulty achieving orgasm. It was also reported that the patient had loosening of mesh on (B)(6) 2004, anterior wall closure on (B)(6) 2004, vaginal wall closure of the vaginal wall erosion on (B)(6) 2004, arthroscopy on (B)(6) 2004, vaginoscopy and cystourethroscopy on (B)(6) 2004, revision of mesh, and vaginoscopy and cystoscopy on (B)(6) 2005 due to vaginal mesh irritation. On 09/19/2005, the patient had excision of infected vaginal mesh, mesh revision and cystoscopy due to infected vaginal foreign body, urinary hesitancy, voiding dysfunction and mesh erosion with associated pelvic pain, discharge and dyspareunia. On (B)(6) 2005, the patient had cystoscopy, colposcopy and excision of mesh with biopsy (extensive) requiring suture due to urinary tract infection, dyspareunia with exposed area of mesh associated with vaginitis. (B)(4) ¿ urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.